Event description:
It was reported that the patient programmer displayed the "in the box" icon and stimulation could not be adjusted. A manufacturer representative was going to meet with the patient and reset her device. It was noted that this was the second occurrence of the "in the box" icon. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-75 lot# v285864002 implanted (B)(6) 2009 explanted unk; lead model 3777-75 lot# v182949011 implanted (B)(6) 2009 explanted unk; recharger model 37752 (B)(4); programmer model 37743 (B)(4).